Event description:
New information noted that right ventricular lead continued to exhibit high impedance on 14 aug 2024. No intervention was performed. It was noted that the patient is not interested in having another procedure the physician stated they will continue to monitor. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds and high impedance. Programming changes were performed. The patient was in stable condition.